Manufacturer narrative:
It was reported that "the walker doesn't stay open when using. The pin doesn't pop up when the walker is open". There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the walker doesn't stay open when using and the pin doesn't pop up when the walker is open.